Event description:
Cook medical reported for the customer, "the physician attempted to use a lead extraction liberator beacon tip locking stylet; however, was not able to gain access. The physician then used a spectranetics locking stylet and it was not able to go all the way down in the lead. The physician also used a lead extraction bulldog lead extender. The physician then used the lead extraction evolution mechanical dilator sheath set to go into the artery to extract the lead. The lead was extracted then after the lead was extracted, the pt's blood pressure dropped and the pt coded. The svc was noted to be performed. A balloon was inserted in an attempt to stop the bleeding. Compressions were also performed for over an hour without success; the pt expired."

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.